Event description:
It was reported that the device exhibited an alert for high hv lead impedance. The hv lead impedance decreased when the lead was connected to a new device and dft testing was successful. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported high hv lead impedance could not be determined.